Event description:
It was reported that at the initial implant, the atrial lead was oversensing during subthreshold lead impedance measurements. It was determined that the atrial channel is sensing the qrs complex and recording as atrial blanking. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.